Event description:
Information was received indicating that immediately on use of a smiths medical cassette reservoir for veletri treatment, a no disposable alarm was noted. No patient consequences were noted. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. A sample was received for evaluation. Sample was received in used condition without its original packaging, decontaminated and inside in a plastic bag. During visual inspection, the sample was visually inspected at a distance under normal conditions of illumination to detect sample conditions that could cause functional issues. Sample received don't present any damage, kink or cut. Sample was received without blue clip and without white cap. During pump tube height testing, the sample was tested to measure the height of the pump tube arch and determine if is under or out of specification following the procedure. The pump tube height measure failed. It was not possible complete the height measure it is possible due sample as received in used conditions these could affects the pump tube height. During accuracy testing, the samples received were connected to a pump and the and a balance mettler toledo to look for unusual function. The sample could be connected without problem and passed the delivery accuracy test; sample delivery rate was 4.59 percent. During functional testing, sample was filled with 100 ml of water; the sample was connected to the pump to look for unusual function. The sample fully primed and connected without difficultly, the pump was set running and no alarms were activated. Complaint is not confirmed. No root cause was determined due complaint was not confirmed. No action taken.